Event description:
Customer reported that it was not possible to flush or draw anything from the needless port. System was revised and catheter remained in place. The customer was concerned about risk of infection. Sample and/or lot information was not saved.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information, it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.